Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicate with customer and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The rse suggested for replacement of flexvision pc and the customer order and replace the flexvision on their own. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order.

Event description:
It has been reported to philips that the allura system did not boot up successfully and stuck at 00:00. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc. Philips has started an investigation of this complaint.